Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ICD delivered a shock for dual tachycardia and the shock was not inappropriate. In addition, the ra lead undersensing occurred during atrial fibrillation (af).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department due to syncope and shock. The implantable cardioverter defibrillator (ICD) possibly delivered inappropriate shock for an episode detected as ventricular fibrillation (vf) which was suspected to be supra ventricular tachycardia (svt). Additionally, the right atrial (ra) lead appeared to be undersensing during the episode. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.